Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the side of the complaint device and grade of capsular contracture. Initially, it was reported that the patient experienced left-sided capsular contracture (grade unknown). However, additional information revealed that the patient experienced right-sided grade iii capsular contracture. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 630cc mentor smooth round high profile prosthesis and experienced postoperative left-sided capsular contracture (grade unknown). The patient states that tissue is growing in her left breast, and her left breast feels hard and pain. At the time of this report, mentor has received no information regarding an expected explantation date.